Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Device evaluation also found the following defect: the sealing rings are worn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable phenomenon occurred due to one or more of the following causes: - thermo-mechanical fatigue - wear and tear - improper handling (impact, shock) the exact root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer returned the resection sheath, to olympus repair center for evaluation of a reported broken ceramic tip. The ceramic tip of the resection sheath was found broken in the washer of sterilization after a therapeutic, prostatic adenoma resection. It was confirmed that no device fell inside the patient and no complications were reported. There is no evidence that a life-threatening event occurred, that the patient developed permanent damage or impairment, and that additional medical/surgical intervention was done to prevent permanent damage or impairment.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found a broken ceramic tip. The defects were shown to be likely caused by wear and repeated use over time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.